Event description:
The following was reported to hamilton medical ag: summary:loss of external power.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective power supply. Correction: replace power supply.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective power supply. Correction: replace power supply. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary:loss of external power.